Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Perforation is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during the handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated biopsy forceps with spike are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: the appropriate internal personnel have been informed of this type of occurrence and this was brought to the attention of the quality review board (qrb). No further action warranted at this time because the reported occurrence could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a routine biopsy of the esophagus, the physician used a cook endoscopy captura serrated forceps with spike. The forceps reportedly removed a large piece of the mucosa and resulted in what was described as a "deep defect". The physician indicated this "appeared highly suspicious for perforation". Several attempts were made in an attempt to collect additional info regarding pt impact and product usage. At this time it is unk if a perforation of the gastrointestinal tract was confirmed. The complainant did not specify if the pt experienced any add'l adverse effects or required add'l medical procedures due to this event. Add'l info regarding this report: several attempts were made in an attempt to collect add'l info regarding pt impact. At this time it is unk if a perforation of the gastrointestinal tract was confirmed. The initial info provided indicated the biopsy site was "highly suspicious for perforation". Therefore, the forceps may have caused or contributed to a serious injury. Therefore, this medwatch is being reported as a serious injury. If add'l info is received that indicates a perforation was confirmed or the forceps did not cause or contribute to a perforation, a f/u medwatch will be submitted.